Event description:
False negative urine hcg.

Manufacturer narrative:
Retention device testing. 20miu/ml hcg urine lot: hcg080617-02. 100miu/ml hcg urine lot: hcg071016. 272.1iu/ml hcg urine lot: hcg080716-03. 10miu/ml hcg serum lot: hcg080730-02. Summary of results: the retention device meet qc specification. Correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minutes read time. Correct positive results were observed when tested with 10miu/ml hcg serum control at 5 minutes read time. The 100miu/ml and 272.1iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time. Conclusion: the retention devices meet qc specification. No false negative result was observed. So this complaint is not confirmed.